Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, in the left eye, an occlusion occurred in the phacoemulsification handpiece of approximately 8 -10 seconds with a brief occlusion tone heard and immediately the cornea near the incision opacified and the epithelium sloughed off. The handpiece was flushed several times with 1-2 more brief occlusions then returned to normal function. The handpiece lent to the incision to not close fully, which required a stitch to make the incision water tight. Treatment with steroid drops is ongoing.

Manufacturer narrative:
Additional information provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).